Event description:
It was reported that the patients wound area is read, a bit swollen, and is very sensitive to touch. The physician believed that it was not related to the procedure. The patient was prescribed with antibiotics and is currently doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patients wound area is read, a bit swollen, and is very sensitive to touch. The physician believed that it was not related to the procedure. The patient was prescribed with antibiotics and is currently doing well. Additional information was received that the patients infection at the ipg site had returned so the patient underwent a system explant procedure. The cause of infection was unknown. The explanted devices will not be returned.